Manufacturer narrative:
(B)(4). Information was not provided. Results: damaged cartridge. Evaluation summary: the analysis results found that the instrument arrived with a damaged cartridge loose in the bag. It appears as if the cartridge was not properly loaded before firing. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument will become damaged. The instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard." The instrument fired, cut and formed all the staples without any difficulties noted during analysis.

Event description:
It was reported that when the device was used during an unknown procedure, it did not fire. A second kit was opened and the reload did not fit the second device. It was not reported how the case was completed. There was no reported patient consequence.